Event description:
The customer reported that the unit had an error message. The fse reported that the system would not operate, was not usable and was hard down.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv tank and generator controller assembly was in need of replacement. The customer decided not to proceed with further repairs.